Event description:
The customer reports that the kv was too high at 60 and 120 almost 10 kv high at 120. Also, the wig wag brake was loose, the right monitor had a blur, and there was a line in the print out when it prints. No pt injury was reported.